Event description:
It was reported that customer is having problems with infusion sets. Caller stated that the insulin pump is not alarming no delivery. Caller has discovered bent cannulas. Customer has been experiencing high blood glucose. Customer's mother stated that she is concerned about the bent cannulas. The current blood glucose reading is 483 mg/dl. Customer is using manual injections all day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.